Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed the product connected with the blood line. Particulate matter on the blood side was visible. The reported condition was verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming, before use with two units of polyflux 170h dialyzers, particulate matter was observed inside the cartridge. There was no patient involvement. No additional information is available.